Event description:
The complaint is reported as: tearing of the sheath after dilator insertion. The access vessel was v. Femoralis on the left. When introducing the sheath with the dilator via the guide wire, the distal part of the sheath was torn before it passed through the skin. Subsequently, it was necessary to use a new sheath with a dilator from the next set. It was introduced freely, without problems, and the entire performance was successfully completed. The patient was not harmed. After the procedure, patient was transferred to the ward in a stable condition.

Manufacturer narrative:
(B)(4). The customer returned two photos for analysis. Visual inspection of the photos confirmed the distal end of the peel-away sheath was damaged. The two halves of the sheath had begun to separate from the distal end. The customer returned one sheath/dilator assembly for evaluation. Visual inspection of the sheath revealed that the two halves had begun to separate at the distal end. One of the halves was deformed and folded inward. After failing functional testing (see below), a significant amount of biological material was found in the dilator, indicating that it had been inserted into the patient. The total length of the sheath body measured to be 2.8125" which is within specifications of 2.625-2.875" per sheath product drawing. The outer diameter of the sheath body measured to be 0.0615" which is within specifications of 0.058-0.064" per sheath extrusion product drawing. The inner diameter of the sheath body at the proximal end measured to be 0.047" which is within specifications of a min inner diameter of 0.045" per sheath extrusion product drawing. The inner diameter of the sheath tip could not be accurately measured due to the damage. The sheath/dilator assembly was functionally tested per the instructions for use (IFU) provided with this kit which states, "ensure dilator is in position and locked to hub of sheath. Thread peel-away sheath/dilator assembly over guidewire. Grasping near skin, advance peel-away sheath/dilator assembly over guidewire with slight twisting motion to a depth sufficient to enter vessel." The dilator hub was able to lock into the sheath hub. A lab inventory 0.018" swg was not able to pass through the assembly. It encountered resistance towards the distal end due to dried biological material (biomat). Once the biomat was removed with a lab wire, the swg was able to pass through with minimal resistance. The peel-away sheath was intentionally separated. The sheath tore along the score lines as expected. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to vessel perforation and bleeding, or component damage." The complaint of a peel-away sheath damaged was confirmed by an investigation on the returned sample. The distal end of the sheath had begun to separate and one of the halves was folded inward. Despite the damage, the sheath passed all relevant dimensional and functional testing. A device history record review was performed, and no relevant findings were identified. It was determined that manufacturing likely caused or contributed to this issue. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: tearing of the sheath after dilator insertion. The access vessel was v. Femoralis on the left. When introducing the sheath with the dilator via the guide wire, the distal part of the sheath was torn before it passed through the skin. Subsequently, it was necessary to use a new sheath with a dilator from the next set. It was introduced freely, without problems, and the entire performance was successfully completed. The patient was not harmed. After the procedure, patient was transferred to the ward in a stable condition.